Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the cement was too viscous and not doughy and homogenous prior to delivery, which prevented it from being pushed into the syringe or bone fillers. The cement was stored at the proper temperature before and during the procedure and was mixed for 35 seconds. Sr mixed the cement for 35 seconds but right away it was so "thick" they she couldn't push it into the syringe or bone fillers. The procedure was completed successfully with a new product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
G4- please note that this device (cx01b-c) is not marketed in the united states; however, it is same to the united states marketed device with catalog# cx01b, 510k# k102397 and UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
15 jul 2025, update received: procedure was lumbar fusion. Some of the cement was used during the procedure, but as it became too hard they had to finish the augmentation screws by opening another cement . There were no patient complications.

Manufacturer narrative:
H3: product analysis # (B)(4):part # cx01b-c ; lot # 230730234 visual inspection confirmed the cement has been mixed and hardened in the mixer. Unable to determine viscosity of cement at the time of mixing/use. B5.desc evt problem updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.